Event description:
The surgeon re-approximating the septal mucosal leaves--needle broke, embedding 4-5mm. Elected to leave in place--no bleeding or disfigurement, or extra procedure needed. "It was felt that the fragment was buried safely where it would remain an inert implant with no complications or problems." No user error noted. Reported because of a potential for a later problem. Possible soft tissue abscess or osteo of the nasal cartilage. The o.r. Director inadvertantly disposed of packaging & remaining needle pre-maturelydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.